Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The parent reported that the recipient was suddenly unable to hear sounds with the device since mid (B)(6) 2024. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device's circuitry to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason why the crack occurred cannot be determined, however a review of the DHR has been performed and no abnormality was revealed, thus the device was released according to specifications. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The parent reported that the recipient was suddenly unable to hear sounds with the device since mid (B)(6) 2024. The recipient has been re-implanted.

Event description:
The parent reported that the recipient was suddenly unable to hear sounds with the device since mid august 2024. The recipient has been re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.